Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in regards to the drive support cap letter/email safety notice. The customer stated that the drive support cap is normal, but reported receiving multiple no delivery alarms and blank display. The customer stated that the insulin pump would alarm no delivery once or twice a month and it is resolved by a complete set change. She explained that the insulin pump would not always turn on when inserting the battery. The blood glucose at the time of the incident was unknown. Troubleshooting for blank display was declined. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored for several days and no blank display anomaly was noted. No battery/battery cap/battery tube connection anomaly was noted. No unexpected alarm anomaly or excessive no delivery alarm anomaly was noted. The pump had minor scratches on the display window. The drive support disk was inspected and no anomaly was noted.